Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the patient has expired after an implant duration of approximately 4 months. The cause of death was not reported. It is unknown if the death was device related. Upon further follow-up with healthcare provider, the implant operative report was provided. Operative report indicates a 36mm size carpentier-edwards tricuspid ring was chosen, and seating was satisfactory. The valve was checked again and this seemed to be far more competent than before.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. There has been no report of a possible device malfunction/failure that may have contributed to this event.